Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue of no image was not reproduced. However, it is possible fluid was in the cable causing temporary imaging loss. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the image disappearing was not confirmed. Based on the results of the investigation, and because the phenomenon was not reproduced during evaluation, a specific root cause could not be identified for the reported disappearing image. However the issue of damage to the camera cable was confirmed. The device evaluation found that due to the cable damage the camera cable was no longer watertight. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the image disappeared on the camera head and that there was damage to the camera cable. The cable was inspected before use and the issue was found during reprocessing. There was no report of delay or patient harm associated with the event.